Event description:
On (B)(6) 2021, the surgeon completed a CABG x1, cryo maze, atriclip application and aortic valve replacement using a perceval valve pvs25. The surgeon removed the aortic leaflets, and calcium from the aortic annulus. The surgeon then used the sizers starting with a small. The small fell through on both ends, the medium clear end went through easily and the large end of the medium sizer was a bit hard to pass through the stj. The surgeon removed more calcium and resized and the large was said to pass through the annulus. The large sizer (small end) passed through the annulus and the large end of the large sizer not able to pass through the stj. The surgeon removed more calcium and was able to pass the large end through the stj and reported that the large end went through the annulus with a bit of resistance and no force. A large perceval valve was selected for implantation. The valve was implanted and ballooned as desired and the aorta was closed. While the patient was coming off pump the echo showed that the valve was good. No leaks seen and a gradient of 6mmhg across the valve. They proceeded to take the patient off pump but found there was severe mitral regurgitation and the mitral leaflets were not seen to make contact with each other on echo. It was reported that the patient had low pressures and the right heart was not able to compensate. The team decided to go back on pump and place a balloon pump to support the patients pressures. Once the balloon was placed they used a medtronic duran 31mm band for the mitral valve. Following this they opened the aorta to check to make sure the perceval valve was still in good placement. No issues were reported with the perceval valve, but the surgeon chose to use warm saline and a ballooning again just to be sure. They then went and placed a tricuspid ring (medtronic contour). They patient was reported to be coagulopathic while completing these additional procedures. Upon follow up the next day, it was reported that the patient was still on the balloon and was vasoplegic.